Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy from catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly, showing evidence of full deployment with the catheter kinked and unraveled, and although two photos were attached displaying the clip assembly, the complaint will be analyzed with respect to the returned device. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. No other problems with the device were noted. The reported event of clip unable to deploy from the catheter was not confirmed. It was found that the device did not detect any problems related to the reported problem, as the clip assembly was returned fully deployed. However, during product analysis, it was found that the catheter returned kinked and unraveled, it is possible that the failures found in the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastrointestinal polpys in the stomach during an oesophago-gastro-duodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Two senior gastro physicians attempted to troubleshoot the device but were unsuccessful. The clip was yanked out and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastrointestinal polpys in the stomach during an oesophago-gastro-duodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Two senior gastro physicians attempted to troubleshoot the device but were unsuccessful. The clip was yanked out and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.